Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to erased history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed error test. No damage found on interface board noted. No unexpected setting wiped out anomaly noted. The insulin pump received with cracked case at display window corners, broken battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while priming and changing the infusion set. The customer's blood glucose was 122 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer confirmed that he had also received the motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.